Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise. All impedance measurements and other measurement values are within normal range. The sensitivity was re-programmed from agc to fixed rate. The device remains implanted. No adverse patient effects were reported. New information was received that the non-boston scientific right ventricular (rv) exhibited high, out of range pacing impedance (2225 ohms). A technical service (ts) consultant reviewed data analysis, and recommended bringing the patient in for additional rv lead integrity testing and x-ray images. Ts recommended programming device to bipolar sensing and unipolar pacing. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.